Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the central aortic insufficiency (cai) is unknown. However, it could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist (fcs), three years, 5 months post implant of the 26 mm sapien xt valve, the patient presented with severe central aortic insufficiency (cai). A 26 mm sapien 3 valve was implanted, with only trace paravalvular leak (pvl) post procedure. The patient outcome was great. Transthoracic echo (tte) performed two days post initial implant of the sapien xt valve showed trace paravalvular leak (pvl). The aortic valve area by (vti) was calculated at 1.7 cm2. The peak gradient was 13 mmhg, the mean gradient was 8 mmhg. The tte performed three years and five months post procedure showed moderate to severe aortic regurgitation, the jet was central. The aortic valve area by (vti) was calculated at 1.3 cm2. The peak gradient of the aortic valve was 30 mmhg. The mean gradient of the aortic valve was 18 mmhg. The echo report ¿the bio-prosthetic aortic valve appears to be functioning normally.¿ the second transesophageal echo (tee) performed three years and five months post sapien xt implantation  showed ¿systolic excursion of the aortic valve is normal. Moderate aortic regurgitation is present. The vena contracta is 0.4 cm consistent with moderate transvalvular aortic regurgitation. There is no flow reversal in the aorta. A bio-prosthetic aortic valve is present. There is abnormal regurgitation of the bio-prosthetic aortic valve.¿